Manufacturer narrative:
Trackwise # (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii seal (4.5mm) , the body was already cracked inside but was used forcibly. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii seal (4.5mm) , the body was already cracked inside but was used forcibly. The hospital did notreport any patient effects.

Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 27apr2020 and investigated on 06jul2020. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The delivery device was returned inside the loading device with the seal visible in the loading device window. There was a crack observed in between the outer coils of the seal. There were no cracks observed on the loading device or the delivery tube. The slide lock was not engaged. The plunger was not depressed on the delivery device. The delivery device was removed from the loading device. The seal and tension spring assembly remained inside the loading device. The seal and tension spring was removed from the loading device. The seal was observed to be crack/delamination at the outer coil of the seal. No other failures were observed. The following measurements were taken; the inner delivery tube diameter was measured at 0.197 inches, the outer diameter was measured at 0.219 inches. The length of the delivery tube was measured at 2.50 inches. The values recorded were within the tolerance specifications. Based upon the received condition of the device, the reported failure modes "crack" was confirmed as well as for the analyzed failure ¿fitting problem¿.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii seal (4.5mm) , the body was already cracked inside but was used forcibly. The hospital did not report any patient effects.